Event description:
It was reported that the patient developed an infection. It was suspected that the infection was (B)(6) on the right ventricular lead. The system was explanted on (B)(6) 2018. The patient was stable throughout the procedure.

Manufacturer narrative:
Analysis was normal. No anomalies were found.